Manufacturer narrative:
(B)(4). Reported events : 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 3 events were confirmed during testing, - 1 device was found to be affected by corrosion, - 1 device was found to be affected by a mechanical problem, - 1 device was found to be affected by a wear problem. Product disposition: 3 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated; 3 events had no patient involvement; no patient impact.